Event description:
Customer reported an issue with the v-series monitor, which may have affected ECG and o2 monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit and could not duplicated the reported problem. Unit was safety tested to factory's specifications and passed.